Manufacturer narrative:
(B)(4). Eval results: incorrect removal of protective sheath. Conclusion: incorrect removal of protective sheath. Eval summary: medtronic has rec'd the relevant stent and its analysis has been completed. Crimp/bake impressions were evident on the inflated balloon. The stent and the sheath were still on the stylette. The first three distal and first four proximal stent segments were still intact. The remaining segments were stretched and deformed. No abnormalities were found on the protective sheath.

Event description:
An attempt was made to deploy a 3.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in a pt. However, it was reported that on inflation of the balloon, ivus confirmed that there was no stent on the balloon of the delivery system. The stent was found with the protective sheath on the tray. The pt is reported to be fine and no other clinical sequelae were reported.